Event description:
It was reported that a patient developed a small infection at the pocket site. It was stated that "mostly the site dehisced and left the wound open". It was reported that the patient did not have significant signs of infection. It was reported that a revision was originally planned just to moved the pocket site because the wound completely "dehisced". This was planned for (B)(6) 2013. It was stated that when the patient got to the surgical area, the physician noted that the wound was completely "dehisced" and that the system needed to come out. It was noted that the patient "loved the therapy" and was sad to have it come out. It was stated that they intended to re-implant at a future date. The infection type was unknown. Antibiotic treatment was necessary. It was noted that the patient had felt the wound separating, but did not contact the physician once noted.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Follow up information received reported that the patient¿s wound had healed but no implant date had been set as of yet. If additional information is received, a follow up report will be sent.